Event description:
The customer reported the instatrak 3500 computer tower would not turn on and failed to boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.